Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized for six days and received oral medication due to a hematoma developed following an ablation procedure performed the day after the system was implanted. The patient was receiving warfarin at the time and was prescribed with sotalol upon release. On the first week of (B)(6) 2017, the patient visited the emergency room with shortness of breath (sob), a heart rate of 150 beats per minute (bpm) and was diagnosed with congestive heart failure (chf). The wife of the patient reported he was prescribed lasix and sotalol was suspended as result. The pacemaker remains in service. There were no additional adverse effects reported.